Manufacturer narrative:
An event regarding revision of an unknown stem during revision due to repeated dislocations of the head from the liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned for review. Clinician review: not performed as medical records were not provided. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
As reported: "[previous revision] later replaced with a tripolar construct, patient continued to dislocate, so [surgeon] decided to take the stem out, which was extremely well fixed. A 16 stem and 23 +30 cone body gave added vertical drop, which hopefully will fix the problem. Right side. Nothing was loose or broken. No other information will be available". Event description from previous revision indicated that the femoral head was implanted in a competitor bipolar component that went into another competitor's liner.